Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support for percutaneous coronary intervention. The delivery of the cp failed due to native anatomy and could not be placed. The patient expired during an emergent intubation and cardiopulmonary resuscitation was performed during the percutaneous coronary intervention. No allegations were made toward the impella as the cause of death. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine the root cause of the delivery issue was patient condition related to patient anatomy. As noted in the impella IFU: impella cp with smart assist system. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿ this report is being filed as part of a retrospective review of historical records.